Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The event logs have been requested but have not been received. A f/u report will be submitted with investigation results should the logs be received for eval.

Event description:
The customer reported that the pump module was programmed to infuse 100ml/hr and the bag emptied too soon. The biomed tested the pump and found no problems. There was no reports of pt harm or medical intervention. The customer stated that no further pt or event info is available.